Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).